Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during testing at the manufacture facility the device was determined to have a bur whip. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during testing at the manufacture facility the device was determined to have a bur whip. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.